Manufacturer narrative:
Due to character limit: e1(initial reporter)- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that sensation plus 50cc iab had an insertion issue during femoral placement. There were no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 lot and UDI number, h5. No decon or visual inspection performed since product was not returned and could not be evaluated. Corie reported that dr. Charles canver experienced difficulty inserting a sensation plus 50cc iab during a femoral insertion. The scrub tech did not maintain the one way valve on the balloon catheter during preparation, contrary to the instructions for use. As a result, the iab membrane appeared to unfold prematurely and would not pass through the 8 fr sheath. The physician discontinued use of the original device and successfully inserted a new iab. The original iab was discarded by the circulating nurse, making it unavailable for evaluation. Updated information confirmed that the iab was never inserted into the patient, therapy proceeded with a new device, and the physician was guided on the correct preparation steps. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, improper device preparation ¿ specifically, failure to keep the one way valve attached as required in the IFU ¿ likely caused premature unfurling of the iab membrane, preventing passage through the 8 fr sheath. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a